Manufacturer narrative:
Device evaluation (explant histology) anticipated, but not yet begun. (B)(4). The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. A conclusion has yet to be established as the investigation is incomplete.

Event description:
The following information was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment using gore¿ excluder¿ aaa endoprosthesis for abdominal aortic aneurysm. It was reported that the proximal neck had measured about 8mm. On (B)(6) 2020, the aneurysm diameter enlarged to 60 mm. Reportedly, the original aneurysm diameter was 50 mm (date unknown). On an unknown date, proximal type I endoleak was observed. On (B)(6) 2021, the patient underwent open surgery. The open surgery was performed without reported issue, but a hole that looks like pinhole was observed in the explanted main device. It was reported that the proximal type I endoleak was extant, but the type iiib endoleak might had also contributed to the aneurysm enlargement. The physician stated as follows; the cause of the type ia endoleak seemed that the original neck length was too short. Reportedly, when the proximal of the excluder was intercepted, blood was gushing from the ipsilateral side, about 2 cm distal to the flow divider. The pinhole was detected when the device was removed and checked. Since the damaged part was inner side of the limb and in the aneurysm sac, there is no possibility that calcification had interfered, and I am wondering why the hole had got opened. The reported device will be returned to gore for further evaluation. A physician letter for cause of was requested.

Manufacturer narrative:
Added g3/g4, h1/h2, h6: component code, conclusion code and investigation findings.